Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc sensor. Customer reported the low glucose alarm did not sound and experienced hypoglycemia symptoms described as numbness, could not move, dizziness and cold. Ambulance was called and customer was treated with apple juice and peanut butter with a toast. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. Performed an analysis of the glucose value graph and all alarms presented were for glucose values outside of the threshold range. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted

Event description:
An alarm issue was reported with the adc sensor. Customer reported the low glucose alarm did not sound and experienced hypoglycemia symptoms described as "numbness, could not move, dizziness and cold". Ambulance was called and customer was treated with apple juice and peanut butter with a toast. There was no report of death or permanent injury associated with this event.